Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead experienced pericardial effusion. The patient was sent to the catheter lab for pericardial synthesis. No additional adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.